Manufacturer narrative:
(B)(4). This complaint for a se 2240 was not confirmed due to a lack of sample. Since the sample was not evaluated, it is unknown whether the product failed to meet specification. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240/2367 alarm that occurred on the home choice (hc) unit during drain. The technical service representative (tsr) had the hp cycle power to clear the alarm then explained a se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.